Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 703 was confirmed during review of the event history log. The assignable cause was a disconnected communication harness. The communication harness was replaced to correct the reported condition. Additional information: the user interface software version for this pump is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with failure code 703 which interrupted delivery. There was no patient involvement. There is no further complaint information available. The user interface module master software version is currently unknown.